Manufacturer narrative:
Sample collection and processing info was not provided. Quality control (qc) info was not provided. The customer stated that qc was within their established ranges prior to the event. The customer also noted that the qc is currently performing approx 2sd higher on unicel dxi 800 access immunoassay system serial number (B)(4) than the laboratory's other unicel dxi 800 access immunoassay system. On (B)(6) 2010, the field service engineer performed a pm (preventive maintenance procedure) on the instrument. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous and discrepant access vitamin b12 test results were obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range. Repeat analysis was performed with a different unicel dxi 800 access immunoassay system. The test results were within the normal range. The initial, elevated result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.